Event description:
A customer reported ¿analyzer main screen is not progressing to initialize the touch panel not working¿ after initialization of the aia-360 analyzer. The customer rebooted the analyzer, and the uninterruptable power supply (ups) was on. Technical support specialist (tss) instructed the customer to perform a power cycle but was not able to initiate the touch panel. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint and observed the touch screen would not beep or change screens when a function was touched. Fse observed a stain on the screen and possibly liquid was split on it. Fse replaced the touch screen to confirm whether the issue was with the screen rather than the circuit board. After verification, it was determined that the touch screen was faulty, the fse proceeded to replace both the touch screen and the front panel. Fse repaired and validated the analyzer by successfully performing daily check, quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The most probable cause of the reported event was due to the faulty touch screen and front panel.